Manufacturer narrative:
No further information was able to be obtained from this customer. The customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a patient with residual astigmatism of 1.25 post intraoperative aberrometry. The system suggested an axis of 104 and preoperative readings suggested an axis of 179. The patient will be seen at a later date for follow up and what course of action will be taken going forward. Additional information received states the lens has rotated and will give time to see if it settles. The patient notes blurry vision.